Event description:
Guide wire tip fragment found after central line placement failure. Thin linear density measuring approximately 1.8 cm, presumed guidewire tip, is seen within the right transverse foramen of c6 extending to the right neural foramina of c6-c7, possibly within the right vertebral artery versus vertebral venous plexus. 2. Additional punctate hyperdensity is noted in the svc, possibly a guidewire fragment. Ref report: mw5170606.